Event description:
It was reported that the pump was alarming cassette not attached properly. Per reporter, the cassette was reattached. It is unknown if the issue was resolved. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. A functional test was performed, and the reported issue was duplicated. The probable cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor and latched lock assembly were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.